Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed a hardware error on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, catalog number - correction, device available for evaluation - additional, correction/additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were found that were related to the complaint. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware failure was not confirmed. A root cause could not be determined.